Event description:
The account alleged that the head of the bed would not go down. No pt impact.

Manufacturer narrative:
Technician asked the account to isolate the lockout box with the pendant and also isolate the siderails and auto contour. The account found that the auto contour box was defective, the cause is not known. The account replaced the auto contour box to resolve the issue.